Event description:
According to the reporter: occurred during a lung transplant. The stapler jammed after one use. The stapler cartridge would not remove from the device. The cartridge was not able to be removed or loaded into the handle. To resolve the issue, a new stapler was used. There was no patient injury. No medical intervention was required. Patient status is okay.